Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a compromised forced sensor alarm. The customer's blood glucose was unknown. There were several compromised forced sensor alarms in their alarm history. No further details given. The insulin pump is not being returned for analysis.